Event description:
It was reported that "during the procedure, the tip of the l-hook came apart and fell off inside of the pt. The surgeon spent approximately 30 mins trying to locate it. It was removed."

Manufacturer narrative:
The facility has not yet returned the complaint sample for evaluation. Once the product is received, a formal investigation will be performed and a supplemental file will be sent at that time.